Event description:
Customer states that the device produced a result of lo with no blood applied to the test strip. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.